Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was dropped, resulting in a cracked screen, and a replacement device was arranged via overnight shipping while the user continued on backup therapy with blood glucose reported as unaffected. Symptoms included no reported adverse clinical effects. Outcomes included no impact on blood glucose control and no need for medical intervention or hospitalization. Investigation included collection of event details and verification of device serial number and shipping information. Investigation of this device revealed physical damage to the device display consistent with accidental drop, with no indication of performance malfunction or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to accidental physical damage.